Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, g2, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the evaluation, service engineering (okm) followed-up with the clinical engineering at the user facility and it was noted that the staff have not complained of further occurrence of symptoms. The cause of the reported error e116 was believed to be due to a "wet connector" at the time of the reported event. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The (okm) field service coordinator was informed by the biomedical engineer at the user facility that the visera 4k camera control unit was getting an error message, e116 during preparation for use. During troubleshoot via telephone the service engineer (okm), the reported issue could not be confirmed. There was no delay and no patient injury or harm was reported.